Event description:
During a tavr procedure with a 29 sapien 3 valve via transfemoral approach, the operator noticed tension and the valve was 'diving' and the pusher was coming up through the valve and with fine adjustment. The operator decided to the 'open legs' and remove the system. When the valve was pulled, it was stuck and would not move past abdominal aorta. The valve was deployed in the infrarenal, and it ruptured the abdominal aorta. A non-edwards balloon was used, and an aortic cuff was placed. The patient went home no issues and came back the next day for a successful tavr procedure via an alternate access.

Manufacturer narrative:
Investigation is ongoing. Device not available.

Manufacturer narrative:
Update to h6, device code, type of investigation, investigation findings and investigation conclusion. The commander delivery system was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. No IFU/training deficiencies were identified. The complaints for valve alignment difficulty and difficulty or inability to withdraw the system were unable to be confirmed as neither the complaint device nor applicable imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the IFU and training manuals revealed no deficiencies. As reported, "the operator noticed tension and the valve was "diving" and the pusher was coming up through the valve and with fine adjustment." Per the case notes, "we then advanced the delivery system into the aorta in somewhat straight portion." Available information suggests tortuosity was present within the patient vasculature as the operator moved the delivery system to a "somewhat straight section." If valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip, as reported in the complaint description. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported fine adjustment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that preforming valve alignment in a curvature appears to increase the possibility of "diving" (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. However, without applicable patient/procedural imagery, a definitive root cause was unable to be determined. Available information suggests patient factors (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the reported event. As reported, "the operator decided to open legs and remove the system, however when the valve was pulled, it was stuck and would not move past abdominal aorta". Per the case notes, the patient had "very calcified femorals" and available information suggests tortuosity was present with the patient vasculature. Tortuosity and calcification can create challenging anatomy, which can non-coaxial withdrawing angles and potentially result in the distal end of the crimped valve catching onto the vasculature or sharp calcium node. This may prevent withdrawal of the delivery system through vasculature. It was additionally reported that performing valve alignment resulted in the "valve mostly off balloon". If thv is positioned past the inflation balloon and over nose tip, the profile of the crimped valve would be larger than that of the crimped valve on the crimp balloon, which can contribute to the reported withdrawal difficulty and subsequent patient injury. In this case, without applicable patient/procedural imagery, a conclusive root cause was unable to be determined. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (non-coaxial withdrawal (crimped valve)) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU training deficiencies were identified for these reported. Therefore, no product risk assessment (pra) nor corrective or preventive actions are required for these events.